Event description:
It was reported that when making the second penetration and pushing the ring down to deploy the second anchor, the fast-fix device goes down without resistance and doesn't deploy the second anchor. 5 min of delay. No patient injuries were reported.

Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no ts or suture remains on the insertion needle but was returned. Examination of the construct showed t1 is missing its distal end. T2 and the suture show no abnormalities. The actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, the device functioned as intended. A root cause investigation has been opened to address this failure mode.